Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose at least 4x daily and her results are usually around ¿120 mg/dl.¿ the patient manages her diabetes with insulin pump therapy. The alleged issue began one day prior to contacting lfs. The patient reported blood glucose results of ¿88 and 200 mg/dl¿ and ¿114 and 149 mg/dl¿ with the subject meter, performed within 20 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient continued to follow her usual management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. Some time ago; however, not related to the reported issue, the mss was informed the patient experienced a low blood glucose excursion which correlated with the result she obtained with her meter. The patient obtained a result of around ¿55 mg/dl.¿ the patient reportedly felt better after eating and/ or drinking something. The patient attributed her low blood glucose symptoms to missing her usual meal time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms or receiving medical treatment. The patient¿s reported low blood glucose excursion occurred ¿some time ago¿ prior to (and not related to) the reported issue and was reportedly caused by missing her usual meal time. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.